Event description:
The system booted up to a collimator pot error. On this unit, the collimator iris potentiometer error during boot up will prevent the system from booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. The system operates as intended.